Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent malfunction alarms occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was 130 (mg/dl). The customer reported their blood glucose level to be 56 (mg/dl) prior to one occurrence of the malfunction, however the customer stated this was due to exercise and not due to the pump or supplies. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Reportedly, the customer would use the current pump for insulin therapy until the replacement pump was received.